Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the evaluation of the submitted log files. Additionally, evaluation of the submitted log files confirmed rotor instability events. The submitted controller event log file contained data from (B)(6) 2020 at 17:46:22 to (B)(6) 2020 at 8:26:14. On (B)(6) 2020, numerous events captured calculated flow below the 2.5 lpm, resulting in 56 low flow faults and 49 low flow alarms. Calculated flow decreased to 0 lpm on (B)(6) 2020 from 18:53:58 to 18:54:21. Approximately 30 minutes later, at 19:30:54, pump speed was ramped up until it was increased to 9000 rpms at 19:33:09. Upon this change, low flows continued which were accompanied by motor instability and harmonic compensation events actual motor speed fluctuated for the next 9 minutes until the speed was set to 7000 rpms at 19:42:34. The patient¿s parameters appeared to stabilize, and calculated flow ranged from 4.3-7.7 lpm for the remainder of the log file. Of note, on (B)(6) 2020 from 17:46:22 to 17:48:03, there were 53 low speed advisories. These events appeared to be the result of pump fixed speed being set below the low speed limit, 5100 rpm and 5300 rpm respectively. The pump fixed speed was changed following the transient low speed advisories to 5600 rpm. Despite these events, no other atypical events were captured throughout the log file. Review of the submitted lvad event log file contained data from 18oct2020 at 19:35:37 to 19oct2020 at 7:21:33. On (B)(6) 2020 from 19:35:37 to 19:39:01, there were numerous hc_ctrl and rot_noise commands captured, rotor noise ranged from 24-172 um. These events correspond with the motor instability and harmonic compensation events that were captured in the controller event log file. The only other lvad faults captured were lvad_opc events which indicate a speed change typically due to a pi event. For the remainder of the log file data, temperature, rotor noise, and rotor displacement all remained stable and the pump appeared to be functioning as intended. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with a deposition or thrombus formation in the rotor, obstructing flow, and causing rotor noise to be erratic; however, a specific cause for the low flow, rotor instability, rotor noise, and harmonic compensation events cannot be conclusively be determined through this evaluation as the pump was not returned. It was reported that the patient was having low flows overnight which eventually no low flow. Per the vad coordinator, the cause of the low flows was not identified; however, the low flows resolved with increased pump speed. It was reported that the device operated as expected. The patient was asymptomatic during the events. The patient will be treated with comfort care. The patient remains ongoing on heartmate 3 lvas, serial number mlp-022608. No product is available for investigation. The relevant sections of the device history records for mlp-022608 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17jul2020 under order (B)(4). The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low speed advisory alarms on (B)(6) 2020 due to the set speed being set lower than the low limit. The low speed alarms resolved once the set speed was adjusted. Low flow hazard alarms were also recorded on (B)(6) 2020. Various set speed changes were also recorded during this time (6000-9000 rpm). The patient's parameters appeared to have stabilized once the speed was set to 7000 rpm. The patient was asymptomatic during the alarms.